Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead damage. This rv lead was replaced. No additional adverse patient effects were reported. Additional information was received indicating that the cause of the right ventricular (rv) lead damage remained unknown, with noise or high thresholds suspected as possible factors. No information was available regarding associated patient symptoms.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted due to lead damage. This rv lead was replaced. No additional adverse patient effects were reported.